Event description:
Hill-rom was made aware of an event by a report indicating that a (B)(6) pt's forehead was stuck in the siderail of the bed for about a half an hour. After the staff tried to unsuccessfully free the pt, the facility called 911 to free the pt from the siderail. The pt was conscious and cooperative when emergency crews arrived on the scene. The pt died two days later. Doctors indicated the death was not directly related to the event.

Manufacturer narrative:
Hill-rom's has attempted to contact the customer to investigate the event. A follow up report will be sent once the investigation is complete or the customer discloses their investigation.